Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) USA on behalf of the patient, alleging that she is having an issue with testing the setting mode. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2014 at 12 am, the patient reportedly managed her diabetes with 400 units of humalog insulin. The testing in the setting mode issue began two hours later. There was action taken based on the reported issue. Within 2 hours, the patient reportedly developed symptoms of ¿sweating, weakness, and fatigue.¿ there was no report of any required hcp treatment after the symptoms began. The alleged issue was resolved with training on the same day. This complaint is being reported because, the patient had symptoms suggestive of a serious injury after the testing in setting mode issue began. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.